Manufacturer narrative:
Zimmer biomet (B)(4). The following fields have been updated: b4: date of this report, b5: describe event or problem, d1: brand name, d3: manufacturer email address, d4: additional device information, g1: contact office (and manufacturing site for devices) contact name and email, g3: date received by manufacturer, g4: premarket identification, g6: type of report, h1: type of reportable event, h2: follow up type, h3: device evaluated by manufacturer, h6: adverse event problem. Zimvie received one (1) tsvmb13, (imp,tsv,mcol mg,3.7mm,13m) for evaluation. Visual evaluation of the as returned device identified, the implant with signs of use. The implant was fractured at the collar. The fractured piece of the collar was returned. The implant was identified, as a tsvmb13. The implant had a irt stuck inside the implant. The irt didn¿t contribute to this event. Added to concomitant medical product. Functional testing to recreate the reported event could not be performed, due to the nature of the device & event. This complaint refers to the specific device being investigated, for this complaint record. Device history record (DHR) review and complaint history: review by lot number could not be performed, as the lot number associated with the reported product is not available. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted, for the tsvmb13. Dating back to 12 months from now. The complaint history review revealed, that there are no existing non-conformances/CAPA/hhe/d/product holds for the reported product, for similar event. Review completed utilizing keywords: fracture implant. Based on the investigation and risk management file review. The most likely root causes determined, from the investigation are long-term parafunctional habits (e.g., clenching, bruxism and overloading) of the patient over the implantation period patient factors. Therefore, based on the available information, a device malfunction did occur. The reported event was confirmed, with all the available information. No further investigation or immediate CAPA/hhe/d escalation is required. As the complaint investigation did not confirm, the product was nonconforming at the time of distribution. And no new failure mode, harm or hazardous situation was identified, through the investigation performed. At this time, the complaint investigation has been completed. And the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
The doctor reports that the patient returned to the dental center because the crown had become loose again. Upon examination, the doctor noted that the implant had fractured at the head/neck. The affected tooth position is #14.